Manufacturer narrative:
Event date and implant date are approximated since unknown.

Event description:
It was reported that a transient ischemic attack occurred and a thrombus was noted to the device. The patient underwent a watchman left atrial appendage (laa) closure procedure an unknown date three and a half years ago. The patients 45 day follow up was within normal limits without signs of thrombus. At an unknown time three and a half years post procedure, the patient was admitted to the hospital with a transient ischemic attack. A transesophageal echocardiogram was performed, which revealed a thrombus on the face of the device. No further information is known at this time.